Event description:
Literature was reviewed regarding ¿efficacy of sac coil embolization in endovascular aortic repair for sac shrinkage in patients at a high risk of type ii endoleak from lumbar arteries¿. The time frame for the study was over eight years. Multiples manufactures products were implanted in the patient population including endurant ii stent grafts. This study aimed to investigate the efficacy of nonselective sac coil embolization, which is a simpler surgical method, in postoperative sac shrinkage for patients at a high risk of type ii from the lumbar arteries. 76 patients were included in the study. Among the patient population the following malfunctions were reported; type ia endoleak, type iii endoleak, ib endoleak the following adverse events were reported; infection, occlusion, aneurysm enlargement, intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal entitled ¿efficacy of sac coil embolization in endovascular aortic repair for sac shrinkage in patients at a high risk of type ii endoleak from lumbar arteries¿. Nishijima, takuya et al. Annals of vascular surgery, volume 103, 122 - 132 https://doi.org/10.1016/j.avsg.2023.12.069. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.